Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the broken knife wire was confirmed. The broken part was charred black and melted. The outer diameter of the knife wire was measured, and no abnormalities were identified. There were no problems with the length of the knife wire or wire coating, and there were no defects in the actual product. There were no abnormalities that could have led to the breakage of the knife wire. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported device problem. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause could not be determined. The investigation concluded that the broken knife wire was likely due to the following mechanism: 1. The device did not protrude enough from the endoscope until the rear end of the cutting wire was in the field of view. 2. Due to the situation of ¿1¿ description, the cutting wire and the endoscope were close to each other. 3.the output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. The instruction manual provides the following: ¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strongly. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When activating the output, set the output mode of the electrosurgical unit to ¿cut¿ or ¿blend¿. Activating output in the ¿coagulation¿ mode could break the cutting wire and could also cause patient injury, such as perforations, bleeding, or mucous membrane damage. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. If you feel the cutting is blunt, withdraw the instrument from the scope to examine if there is any peel off and tear at the coated portion. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output when the distal end of the endoscope is too close to or in contact with the cutting wire. This could burn the tissue and could also damage the endoscope and/or instrument.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer during a therapeutic endoscopic papillotomy, the knife broke when trying to incise the nipple with a single use balloon dilator v (with knife). The procedure was completed using another device. There was no report of patient harm associated with this event.